Manufacturer narrative:
The pump and controller involved in the issue were returned for analysis. The evaluation of the controller found no damage or defects, and it was confirmed to be operating within specification. The event log of the controller confirmed a loss of infusion pressure and infusion flow, which resulted in infusion pressure and flow alarms being issued to the operator. The log indicated that the pump continued to operate with no infusion pressure or flow for approximately 2 additional hours before failing. The evaluation of the pump confirmed that it was non functional. Analysis of the pump found evidence of blood in the lower housing of the pump, which caused a loss of the fluid bearing resulting in the pump failure. The observations and results from the analysis are consistent with a loss of infusion flow to the pump. The specific cause of the loss of infusion flow could not be established, as no damage or defects were observed with the pump or controller that may have contributed to the problem.

Event description:
Cardiacassist was contacted regarding a pump stopped condition, and an alarm message on the controller indicating a pump or controller failure. The message occurred approximately 8 days after the initiation of support. The clinicians indicated that the pump was hot to the touch. The controller and pump were replaced to correct the issue. Although patient support was briefly interrupted while the controller and pump were changed, there was no reported adverse impact to the patient.